Manufacturer narrative:
Implant date: (B)(6) 2021.

Event description:
It was reported restenosis occurred. Three eluvia stents (1 - 6x80, 130 cm and 2 - 6x120, 130 cm) were placed in the superficial femoral artery (sfa) in (B)(6) 2021. In (B)(6) of 2021, it was noted that the below the knee (bk) run-off was not good, as well as stenosis with calcification in the distal side of the eluvia placement area which was treated with plain old balloon angioplasty (poba). No further patient complications were reported.